Event description:
It was reported that the ligasure failed to activate when a blood vessel was clamped during a laparoscopic hernia repair. The device indicated that the seal cycle was complete, but did not complete coagulation. The patient's abdomen filled with blood; however, no transfusion was required. The amount of patient blood loss was requested from the facility but not received. The facility reported that there was no patient injury, adverse consequences, or medical intervention. The device was replaced, causing a surgical delay of five minutes. The procedure was completed successfully, and the patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for evaluation. As the device was not returned for evaluation, visual, functional, and dimensional inspections could not be performed. Therefore the reported issue could not be confirmed. As the complaint device was not returned for inspection, a conclusive root cause could not be determined and the reported issue could not be substantiated. Potential root causes of the reported event include ancillary equipment failure, improper connection to energy platform, damaged electrical connections during clinical use, activation button not engaged throughout the entire seal cycle, electrical noise causing interference with the device, overfilling the instrument jaws with tissue, tissue build up (eschar), and cutting over metal objects such as sutures, clips and/or staples. The instructions for use state: these instruments are only intended for use by individuals with adequate training and familiarity with the specific procedure being undertaken. Use of this equipment without such training may result in serious unintended patient injury. Before using, inspect all ligasure system and instrument connections. Improper connection may result in arcs, sparks, accessory malfunction, or unintended surgical effects. Before starting the procedure, confirm proper energy platform settings. The default setting is 2 green bars. Before activating the instrument, remove fluid around the instrument jaws. Press and hold the purple activation button on the back of the instrument. When the seal cycle is complete, release the activation button on the instrument or the footswitch pedal. Keep the activation button dry and clean. Do not use this device on vessels in excess of 7mm in diameter. Contact between an active instrument electrode and any metal object, such as hemostats, staples clips, retractors, etc., may increase current flow and can result in unintended surgical effects such as an effect at an unintended site or insufficient energy disposition. The reported event will continue to be monitored through post-market surveillance. Device discarded by the facility.